Event description:
Diagnostic procedure.

Manufacturer narrative:
His supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h3, h4, h6 and h11. Corrected data: b5, d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. The event reported like as " 300 hours on the light bulb, the unit will randomly switch to the spare bulb and then switch back to the normal bulb" is not confirmed. However, found heavy dust accumulated inside unit and top cover grill ventilation got clogged. Also, heavy dust accumulated on lamp chamber fan and fan is running weak. The factors mentioned at the above can cause overheat issue and spare lamp to turn on. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the xenon light source exhibited a failure to ignite the main lamp, while the spare lamp functioned properly. Alternatively, either lamp a or b did not operate as expected. The issue was found during preparation for use for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.